Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported symptom was reproduced through troubleshooting of the device. A service history review was performed and revealed the device has been serviced within the last 12 months. The current reported problem does not appear as a repeat symptom within the past 12 months. Review of the prior service record indicates that all service actions were completed during the prior return. The reported condition was verified. The cause of the condition was determined to be failed upper latch switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump key was not recognized and had no prompt for loading the set. The reported event was discovered in the biomed service. There was no patient involvement. No additional information is available.